Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. It was disposed in the hospital.

Event description:
Drill was broke during drilling the backward of the pelvis bone and it was left in the patient body. During operation, nurse incorrectly inserted the 3.5mm depth gauge was inserted into the 4,5mm/6.5 mm depth gauge external cylinder and the doctor perforated the pelvis. The doctor request : since there is no mark of difference in size, it is not noticed even if it is wrong. Tip of the drill was left in the patient body.

Manufacturer narrative:
The reported event that scaled drill ø2.5mm, ao fitting was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate torsinal force (overload beyond its calculated capability). The device inspection revealed the following: the tip of the returned scaled drill is indeed completely broken off. It is clearly visible that the reminding cutting flutes are twisted and deformed in such a way that we can say that this has occurred during reverse movement and not during drilling. The characteristics of the broken surface clearly indicates that far too much mechanical force had been applied during use (overload beyond its calculated capability). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Drill was broke during drilling the backward of the pelvis bone and it was left in the patient body. During operation, nurse incorrectly inserted the 3.5mm depth gauge was inserted into the 4,5mm/6.5 mm depth gauge external cylinder and the doctor perforated the pelvis. The doctor request : since there is no mark of difference in size, it is not noticed even if it is wrong. Tip of the drill was left in the patient body.